Manufacturer narrative:
A service visit was performed. The investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A company representative reported that the upper system illuminator did not work and the lower illuminator was used to proceed. Additional information was received, the event occurred during start up. The system was not restarted. No procedures were delayed or cancelled. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
The customer reported that the system upper illuminator does not work. Further info indicates the reported event occurred before surgery with no pt involvement. The procedure was completed using the lower illuminator. The company rep examined the system and was not able to replicate the reported event. The company rep verified the system to function as intended. The system was manufactured on february 22, 2010. Based on qa assessment, the product met specs at the time of release. The root cause of the reported event cannot be determined conclusively. The MFR internal ref number is: (B)(4).